Event description:
Per dealer power switch will not allow the unit to start. (B)(4). Per independent repair center statement, the unit will not start causing the alarm function to not alarm. The key failure was power switch will not allow the unit to start the power switch was replaced. No additional malfunctions were reported.